Manufacturer narrative:
A qualified field service engineer evaluated the transducer based on the customer complaint. The field service engineer confirmed the oil leakage. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed and no additional repair or analysis action was required. The customer allegation of oil leakage was not confirmed by the factory, and the transducer was disposed of with no further analysis.

Event description:
It was reported that the intracavity 3d9-3v transducer was leaking oil. The transducer was associated with the epiq 5w ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.